Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint : (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy in a patient with triple vessel coronary artery disease (cad) and left main stenosis, the console generated a fiber optic sensor failure alarm. The console was changed with the same alarm. The iab was replaced to continue therapy. There was no reported injury to the patient. Year of birth: (B)(6).

Event description:
It was reported that during intra-aortic balloon (iab) therapy in a patient with triple vessel coronary artery disease (cad) and left main stenosis, the console generated a fiber optic sensor failure alarm. The console was changed with the same alarm. The iab was replaced to continue therapy. There was no reported injury to the patient. Year of birth: (B)(6).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing was also returned. Two kinks were found on the catheter tubing approximately 68.1cm and 76.2cm from the iab tip. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The reported events cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4).